Event description:
According to the customer contact, on (B)(6) 2025, the lap sponges in the knee pack "started to disintegrate while inside the patient.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2025, the lap sponges in the knee pack "started to disintegrate while inside the patient. The small fragments had to be manually removed by the surgeon." It was confirmed it was the "white part of the sponge that was falling apart, not the blue x-ray tag." No serious injury or further medical intervention beyond manual removal was reported. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.